Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Patient¿s blood glucose was 400 mg/dl due to battery issue and gave manual injection. Customer that the crack is from the screen to the body of the insulin pump. Insulin pump is not working and as per dad there is no crack on insulin pump that can cause water to get into the pump. Advise to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.